Event description:
Patient reported that she has experienced elevated blood glucose since (B)(6) 2011 and she believes the insulin delivery of the infusion device is too low. Blood glucose elevated from 197-409 mg/dl despite delivering insulin through the infusion device and by pen and changing the cartridge, battery, and infusion set. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 80-120 mg/dl. Cartridge, infusion set, and battery were used per specification. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.